Event description:
It was reported that during cord blood processing, tubing was disconnected from the spike in four transfer/freezer bag sets, for one device there was a small perforation which has been marked.

Manufacturer narrative:
The involved device was returned for investigation in the firm's engineering department. It had been reported by the user that the tubing was observed to be disconnected from the device's spike. Upon visual inspection of the returned sample, it was observed that the tubing was completely detached from the spike that is used to connect the device to the cord blood collection bag. The examination also revealed that solvent residue was present on the tubing joint providing the appearance that the tubing had been properly bonded to the spike during assembly. Neither the examination of the sample or a review of the assembly process revealed a specific cause for this detachment. Process controls such as the use of solvent dispensers, are in place to assure the correct assembly and proper solvent application of the joint in question. Additionally a solvent bonding certification program requires operators to be certified prior to being assigned to an assembly bonding process. A review of customer complaint records for the involved lot number found no other reports of a detachment for this lot number and this appears to be an isolated event. Summary the user report was confirmed. The root cause was indeterminate. Unless substantially significant information becomes available, this constitutes a final report.